Manufacturer narrative:
The manufacturer did not receive x-rays or other source documents but device for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted a metasul head 32, 12/14, size s/-3.5 on the left side on (B)(6) 2012. Due to recurrent dislocation of the metal head and liner, the patient was revised on (B)(6) 2014.